Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the falsely depressed sodium result was multiple maintenance issues. A siemens healthcare diagnostics inc. Field service engineer (fse) was dispatched to the account and performed maintenance procedures. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
A falsely depressed sodium (na) result was obtained on a patient sample. The result was reported to the physician who questioned the result. The sample was immediately rerun on an alternate instrument system. A higher result was obtained and reported. Patient treatment was not altered or prescribed. There was no report of adverse health consequences as a result of the falsely depressed sodium result.